Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with multiple memory errors and an unexpected restart alarm. The patient's blood glucose at the time of incident was 104 mg/dl. Additionally, the customer stated that he had a blood glucose of 260 mg/dl, treated with a manual insulin injection, and discovered his blood glucose had then exceeded 300 mg/dl. The patient found that his infusion set cannula was bent. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the self test and error test. An alarm was found in the alarm history file due to a corrupted history file. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.